Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had visible damage to the white lead of the system controller. No data would display on the heartmate touch screen, despite using 2 different heartmate touch's, power modules, and patient cables. The system controller was exchanged and replaced. There were no symptoms observed or reported during the system controller exchange, and the issue was resolved with the exchange.

Manufacturer narrative:
Corrected data: section d9: returned to manufacturer checked. Manufacturer¿s investigation conclusion: the reported events of power cable damage and communication issues were confirmed during evaluation of the returned heartmate 3 system controller (serial number: (B)(6). Upon arrival of the controller, the strain relief of the white power cable was found to have been damaged. The controller was connected to test equipment, and it was confirmed that the controller could not properly communicate with the system monitor. The controller was then opened to replace the power cables. During replacement, fluid ingress was noted within the controller¿s housing. After replacing the power cables, log files were downloaded without issue and the repaired controller went on to pass each step of functional testing. The downloaded log file from the returned controller contained approximately 3 days of relevant information (B)(6) 2024 per timestamp). While the driveline was connected, the pump maintained a speed within the expected range without issue and no abnormal events were observed. Further evaluation of the exchanged power cables revealed that both the transmission and receiving communication wires within the white power cable had been broken. This damage was located at the base of the white strain relief¿s molding, near the observed strain relief damage. The root cause of the observed communication issue was determined to be damaged wires within the white power cable. A root cause for this power cable damage cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment, including the system controller and its power cables. Heartmate 3 IFU (rev. C) and heartmate 3 patient handbook (rev. D) contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Upon opening the controller to replace the power cables, fluid ingress was incidentally observed within the housing. No further information was provided. The manufacturer is closing the file on this event.